Manufacturer narrative:
Mfg site name - (B)(4).

Event description:
It was reported to boston scientific corporation that a uphold (tm) lite w/ capio slim was used during a pelvic floor reconstruction with uphold lite procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, the patient experienced a urinary tract infection and was treated with sulfamethoxazole. The event was resolved on (B)(6) 2016. Additional information: the event of urinary tract infection occurred on (B)(6) 2016 and not on (B)(6) 2016. This was treated with bactrim and not with sulfamethoxazole.

Manufacturer narrative:
(B)(4). The complete patient's identifier is (B)(6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold (tm) lite w/ capio slim was used during a pelvic floor reconstruction with uphold lite procedure performed on (B)(6)2015. According to the complainant, on (B)(6) 2016, the patient experienced a urinary tract infection and was treated with sulfamethoxazole. The event was resolved on (B)(6) 2016.